Event description:
It was reported that during a case, the tip of the unit broke off into the patient. It was further reported that there was another unit available for use. The case was completed successfully and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.